Manufacturer narrative:
H3; analysis of the catheter (n352366007) identified there was damage to the transition tubing. H6; the previously reported conclusion code 22 no longer applies to this event and has been updated to 4315. The previously reported method code 4114 no longer applies to this event and has been updated to 10. The previously reported results code 3221 no longer applies to this event and has been updated to 180. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 780mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2019 it was reported that surgery was planned as a pump replacement. There were no reported patient symptoms and they were able to aspirate. During the pump replacement, the physician noticed part of the existing catheter segment had cut. A new pump segment was implanted. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. It was noted that the issue was not resolved at the time of the report and the healthcare provider would not have any further information regarding the event. No further complications were reported or anticipated.